Event description:
It was reported that following the patient¿s first implant the healthcare provider (hcp) left two leads in because it was working fine. However, the second lead site was not healing and the patient could not shower. A revision was done to put the lead deeper in (B)(6) 2013. The second lead site continued to not heal, so the second lead was removed in (B)(6) 2014. It was unclear if this date was accurate as the recorded device information had the date of explant in (B)(6). No patient outcome was reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va06gmu, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the component involved in the event was the lead. It was unknown why the lead site was not able to heal as the other lead site healed without issues. The troubleshooting done to provide insight to the issue and action taken to resolve the issue was surgery for explant of the lead after failure of the revision of the lead. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated she had her ins replacedtwice in one year because one of her leads were not healing "after months and months". The patient stated the healthcare provider (hcp) decided to replace the ins "since they were already in there". This conflicts with information on file which indicates the patient has only had two different ins. No further information was reported.